Manufacturer narrative:
The device was received for testing and investigation. The device powered up and the on-screen error log was reviewed. There were no unusual errors noted. During testing, the act receptacle neutral pin has evidence of an electrical spark. In addition, evidence of severe fluid ingress was noted on the inside of the device. The customer reported complaint of evidence of electrical sparking was confirmed. The probable cause is a short circuit caused by fluid spillage. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device has evidence of electrical sparking. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use, and no reports of shocks or flames. No additional information was provided.